Event description:
A hosp in (B)(6) reported that an rt340 adult breathing circuit failed a ventilator leak test during pre-use checks. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA, but it is similar to a product, which is sold in the USA. The 510k for that product is k983112. Method: the device was not returned to the manufacturer for investigation. An investigation was carried out based on the event description and previous experience with similar complaints. Results: the hosp were unable to report where in the setup the leak occurred. We were unable to carry out a lot check, as no lot info was provided with this complaint. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. It is possible that a leak developed post production as a result of a loose connection, or damage to the evaqua expiratory tube, post production. Loose connections can be readily corrected by checking all connections and pushing them tight. The instructions for use state to push all connections tight before use.